Event description:
It was reported that during a laparoscopic colorectal procedure, after reloading the linear cutter, the gun would not fire or close. Surgeon removed refill and inserted a new one, the problem persisted, and a new gun had to be opened. No harm to patient. It was reported the procedure was converted to open and was prolonged by one hour. Device has been discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).